Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. The battery pins were replaced as a precaution. Stryker also observed that the customer was using older batteries. The batteries were removed and new batteries were ordered. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device possibly powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.